Event description:
It was reported that a drill lodged in a guide and became stuck. The tip of the drill bit fractured. There was no patient involvement as the malfunction did not occur during surgery.

Manufacturer narrative:
(B)(4). Concomitant medical product: patello-femoral joint peg/tail drill: catalog#00592706000, lot#63872350. Multiple MDR reports have been filed for this event; please see associated report: 0001822565-2022-00696. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the returned product identified signs of repeated use (nicked / gouged/worn). The drill bit component was seized in the guide. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due normal wear and tear from repeated use over the life of the part. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.